Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred when the surgeon was attempting to clip the vessel inside the patient. The instrument jaws would not clamp. This occurred during the first clip application attempt. A backup clip applier was used to continue the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage.

Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument would not release the clip. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.